Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The lead was thoroughly analyzed and no fractures were found.

Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture. The patient experienced chest pain. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(4) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.